Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was 116 mg/dl. Reportedly, customer contacted health care provider for back up insulin therapy.